Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown product performance anomaly. No new lbb lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown product performance anomaly. No new lbb lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted due to possible perforation. Also, this lead will not be returned.